Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Skin irritation is listed as a potential adverse event in the product manual and the precautions state "if erythema develops at the electrode sites, the electrodes should be relocated either immediately above or below the original sites. If the reaction does not resolve after 48 hours after relocating the electrodes, the patient should be instructed to consult the prescribing physician." If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported the 72r electrodes caused redness, chaffing and oozing on a patient. The patient was sent to the doctor for the symptoms and received antibiotic and antibacterial creams and was advised to wear the electrodes higher. The bone growth stimulator was being used after the patient's l5-s1 spine surgery.